Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of system revision due to infection. No additional adverse patient effects were reported. The s-ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; e1: initial reporter phone; e1: initial reporter email; and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of system revision due to infection. No additional adverse patient effects were reported. The s-ICD was explanted. Additional information indicated that the patient developed an infection that was resistant to antibiotics due to diabetes-related complications, per the provider. No additional adverse patient effects were reported.